Manufacturer narrative:
The customer informed stryker that no further patient information is available. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they attempted to use their device during a patient event but it was dead and wouldn't work. As a result, defibrillation therapy may be unavailable if needed. The users obtained a back up device and used that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that they attempted to use their device during a patient event but it was dead and wouldn't work. As a result, defibrillation therapy may be unavailable if needed. The users obtained a back up device and used that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.